Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose level was not impacted. Customer successfully cleared the alarm and resumed insulin deliveries without the need to change out supplies.